Manufacturer narrative:
The returned fixator, received on (B)(4) 2011, is currently under investigation. A clinical evaluation of the x-rays of the case was not possible as the x-rays have not been made available, until now. We have checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. According to our historical records, no other similar failures have been reported from this specific product lot. Additional data will be provided once the technical investigation report and/or further information become available.

Event description:
A (B)(6) patient had a radiolucent wrist fixator placed on (B)(6) 2011, at (B)(6) in (B)(6) for left distal radius fracture. The patient came to doctor's office on (B)(6) 2011. The patient stated that on (B)(6), he was walking from one room to another and felt a snap in the device. The square pin appeared to have snapped off at the connection and there is a crack on the other side. The patient was to wear the wrist fixator for 2 more weeks but had to be removed. The patient was casted to stabilize the bones and the fracture appeared stable and aligned per x-ray on (B)(6) 2011. No adverse events have been reported for the patient. (B)(4).